Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "capsular contracture baker grade IV". This record is for the left side. Device remains implanted, will be returned.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: observed broken device through microscopic inspection assessed as surgical damage and observed a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (non-penetrating nicks) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "capsular contracture baker grade IV" and later reported "rupture was found during surgery". This record is for the left side. Device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, h6

Event description:
Healthcare professional reported "capsular contracture baker grade IV". Later, healthcare professional reported "rupture was found during surgery". Later, healthcare professional reported "extensive silicone significantly pushed up underneath the pectoralis muscle and into the axilla". This record is for the left side. Device was explanted.

Event description:
Healthcare professional reported rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, d6b, h6.

Event description:
Device has been explanted and replaced.